Manufacturer narrative:
The complaint catheter was not made available for investigation and the cause of failure could not be assessed. However, based on a review of the device history record for lot #16033 and complaint files, footprint medical inc. Is confident that the catheter did not leave the manufacturing facility with a leak. It is reasonable to conclude that the cause of failure is not related to the manufacture of the device. No further action will be taken at this time.

Event description:
During a PICC am audit, the charge nurse found the PICC dressing to be saturated as well as the underlying blankets wet. Placed an ns flush on the end of the PICC line and flushed. Found it to be cracked and leaking.